Manufacturer narrative:
G4: 19nov2020. B4: 19nov2020. Medications: albuterol, levalbuterol, ipratropium bromide. Pulmonary diagnosis: respiratory failure, copd exacerbation, hypoxia, pna. Concurrent diagnosis: chf exacerbation, sepsis, type 2 diabetes. Patient was doing well on bipap and treatments, with saturations in the high 90¿s, breath sounds diminished. Rt called approximately 0530 with report of bipap off and wouldn¿t turn back on. Prior vent check per protocol, no issues noted. Patient needed intervention as her saturations had dropped to 77% and would not increase despite being placed on another bipap unit. Patient was given an albuterol nebulizer treatment and placed on a nrb mask. Patient remained on nrb for 15 minutes until saturations returned to normal. Then place on bipap with increased settings to maintain saturations in the low 90¿s. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13jul2020.

Event description:
The customer reported a ventilator with a low leak carbon dioxide rebreathing alarm. This event was addressed in-house by the customer. There was no on-site evaluation by the customer. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this report. The customer reported that a diagnostic review did not reveal any specific alarm states, nor any noted failures. When inspected further, neither alarms nor failures were noted. The customer stated that their conclusion was a mask or patient circuit may have caused this issue. The device was then returned to service.